Event description:
The account stated on (B)(6) 2012 a patient (B)(6) generated false reactive architect anti-hbs results (11.13, 11.07 miu/ml) after receiving a hematopoietic stem cell transfusion. Prior to receiving the hematopoietic stem cell transfusion the patient tested anti-hbs negative. The account does not believe there is an hbv infection. The account questioned if hbs and hbc antibody were present from the donor in the globulin preparation (nisseki polyglobin y globulin preparation 5%) that the patient received. No specific patient information was provided. Additional testing data provided: hbsag negative (prior to and after stem cell transfusion), anti-hbc negative (prior to stem cell transfusion), anti-hbc reactive (after stem cell transfusion), hbv rt-pcr negative, hiv combo negative, hcv negative.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, architect anti-hbs, list 7c18, that has a similar us product distributed in the us, architect ausab, list 1l82. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
Historical review shows no adverse trend for this list number for this issue, while other complaints of this nature have been received for this product lot, no product deficiency was identified. Specificity testing performed in house using a retained kit of reagent lot 16303lf00 met acceptance criteria. A review of the quality records for the manufacture and release of this reagent lot show no issues related to the customer observation. Additionally a labelling review was performed for potential causes for the customer observation and how to avoid a re-occurrence. Based on this investigation architect anti-hbs, 7c18-25, lot 16303lf00 is performing acceptably. No product deficiency was identified.